Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. The cause of the peritonitis was unknown. On (B)(6) 2011 the patient began remedial therapy with a loading dose of fortum (1.5 gm, ip) and loading dose of vancomycin (2 gm, ip). Remedial therapy continued with vancomycin (1 gm, ip, once daily) and heparin (1000 iu, ip, once daily) and was ongoing. The event of peritonitis was resolving. Dianeal therapy was ongoing. The reporter believed the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.